Manufacturer narrative:
Concomitant products: product ID 3550-14, lot# n344666, implanted: (B)(6) 2012, product type accessory; product ID 355531, lot# n348022, implanted: (B)(6) 2012, product type screening device; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-14, lot# n344666, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
It was reported that there was a return of symptoms which started about a month prior to the report. The patient met a manufacturer representative on (B)(6) 2014 but they didn¿t check the implantable neurostimulator. The patient programmer was showing that the implantable neurostimulator (ins) was low and would need to be replaced on the day of the report. The patient was trying to reach a manufacturer representative because their implant was malfunctioning.